Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery contact banana pin to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed banana pin and determined physically damage to the pin was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use associated with the reported event.